Manufacturer narrative:
BLOCK A2: PATIENT'S EXACT AGE IS UNKNOWN; HOWEVER, IT WAS REPORTED THAT THE PATIENT WAS OVER THE AGE OF 18. BLOCK E1 (INITIAL REPORTER ADDRESS 1): (B)(6) BLOCK H6: IMDRF DEVICE CODE A050702 CAPTURES THE REPORTABLE EVENT OF SNARE LOOP CUTTING PROBLEMS.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A SENSATION SNARE WAS USED IN THE INTESTINAL TRACT DURING AN ENDOSCOPIC POLYPECTOMY PROCEDURE PERFORMED ON 08 MAY 2026. DURING THE PROCEDURE, THE SUPPORTING FORCE WAS INSUFFICIENT, PREVENTING THE COMPLETION OF THE CUTTING PROCEDURE. THE PROCEDURE WAS COMPLETED WITH A DIFFERENT DEVICE. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. THE PATIENT'S CONDITION AT THE CONCLUSION OF THE PROCEDURE WAS REPORTED TO BE STABLE.

Manufacturer narrative:
Block A2: Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block E1 (Initial Reporter Address 1):(b)(6) Block H6:IMDRF Device code A050702 captures the reportable event of snare loop cutting problems.Block H11: Investigation ResultsThe device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event.It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event.Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.

Event description:
It was reported to Boston Scientific Corporation that a Sensation Snare was used in the intestinal tract during an Endoscopic Polypectomy procedure performed on (b)(6) 2026. During the procedure, the supporting force was insufficient, preventing the completion of the cutting procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.